Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported gripper line break resulting in a gripper actuation issue was confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation concluded that the gripper line break resulted in the gripper actuation issue; however, a definitive cause for the gripper line break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the grippers that could not be raised and the gripper line fracture which has the potential to cause or contribute to patient injury. It was reported that during device preparation of the mitraclip delivery system (cds), the grippers were unable to be raised and the gripper line was observed to be fractured. The device was not used. There was no patient involvement. Another cds was used to complete the procedure without further incident. No additional information was provided.